Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v vented autofeed humidification chamber provided with an rt380 adult dual heated evaqua2 breathing circuit was found leaking water during use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber supplied with an rt380 adult dual heated evaqua2 breathing circuit, additional information, and photographs were requested to be provided to fisher & paykel healthcare in new zealand for evaluation. The subject device was not returned for evaluation. Our evaluation is therefore based on the information and photographs provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the provided photographs confirmed that water was leaking from the dome of the mr290v vented autofeed humidification chamber. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the event. Every mr290v humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.